Event description:
As reported, a 3.0 x 300, 150cm saber x .014 pta dilatation catheter experienced a deflation failure. After lesion dilation, approximately half of the contrast medium remained inside the balloon, and the balloon did not deflate. It also could not be removed from the sheath. A syringe was connected to the three-way stopcock attached to the balloon, and additional aspiration was performed multiple times to deflate it. After confirming that no contrast medium remained in the balloon, it was removed. There was no reported patient injury. The device will not be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.